Manufacturer narrative:
.

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. Programming changes were made and no further issues were reported. Patient is fine.